Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified upper limb artery. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty. During the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was pulled out of patient and the procedure was completed with another device. There were no patient complications as a result of this event.